Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a constant tone. The customer's blood glucose level was 178 mg/dl. The customer was advised to take the battery out and call back in 2 hours if the problem persisted. The customer called back after 2 hours and reported an external flash error alarm, a radio frequency pic failed self-test alarm, a device software error alarm, and the constant tone. The customer was sent a replacement device. The customer was informed to return the device back for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and no unexpected pump error 23, pump error 3, pump error 49, pump error 64 or constant audio tone alarms was noted. The insulin pump had minor scratched lcd window and case.